Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01744 and 9616099-2007-01746. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had chest pain during the procedure. After the procedure, it was noted that the patient had elevated levels of troponin and negative t-waves of the anterior wall. It was also noted that the patient experienced bleeding not requiring a transfusion. The patient was initially admitted with stable angina pectoris in 2007. The patient had an 80%, de novo lesion in the mid left anterior descending branch. The lesion was type c, bifurcated and irregular. The lesion was 40mm in length and had a vessel diameter of 3.6mm. Post procedure stenosis was 5%. The lesion was pre-dilated. Then a 3.5 x 18mm cypher select plus stent was implanted at 14atm and a 3.5 x 28mm cypher select plus stent was implanted at 6atm, overlapping. The patient's medications include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), beta-blockers (pre and post procedure) and heparin (intra procedure).